Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer¿s blood glucose level was 516 mg/dl. A manual insulin injection was used to address elevated bg. Customer changed supplies to address the occlusion alarms.